Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient experienced inaccurate cgm values. The patient had a history of her body producing cysts, and stated if blood sugars remained under control the cyst would resolve on it¿s own. At the time of this event she had a cyst on her upper leg, and kept track of her blood glucose using the cgm. Several days after sensor insertion the cgm values did not match how she was feeling, and she attributed 'feeling bad' to the cyst. The malaise continued so she performed bg finger sticks with both of her meters and compared it to the cgm. The cgm reading was 48 mg/dl. The two bg meters with upper limits of 500 and 600 mg/dl respectively, both read high. She was unable to stabilize her blood glucose with insulin at home, and on (B)(6) 2021 contacted her medical doctor (md) via phone and afterwards her husband drove her to the emergency room (ER) for treatment of the hyperglycemia, pain and difficulty walking with cyst size, and malaise. She was admitted to the hospital to stabilize her blood glucose and receive treatment for the large cyst. She also had a fever of 103.7 and was diagnosed with a mrsa infection (methicillin-resistant staphylococcus aureus), and dehydration. She remained at the hospital until october 24, during which time she received IV medications (insulin, antibiotics, and fluids). Scans of the abdomen revealed the cyst had two parts, the portion toward the leg was softball sized, and the portion toward the abdomen was larger. After treatment, the condition of the cyst and her blood glucose stabilized, and she was discharged home. She stated the cyst was healing and she continued to receive treatment for the infection. Her endocrinologist increased her insulin dosage and recommended she use the bg meter to make treatment decisions after discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.